Manufacturer narrative:
The white particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope. Eds analysis indicates that the white colored particle consists primarily of carbon and calcium. Lesser concentrations of oxygen, silicon and magnesium were also detected. This is consistent with organic material and calcium carbonate the ftir analysis of the white particle produced a spectrum generally consistent with that of polystyrene. The large white tray and the cassette are both made from styrene. Neither part showed signs of damage and neither part is a likely source of the particle. The source of the particulate is unknown. Review of the complaint database revealed no other complaints have been submitted against lot w2856. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time.

Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. One opened bl5113 pack from lot w2856 was returned. The needle and needle wrench were not returned. The assembly was dirty with fluid in the lines and drip chamber of the IV spike. In addition, a small glass vial was returned filled with an unknown fluid. Visual inspection of the cassette, tubing and IV spike found no damage. Microscopic examination of the vial and fluid found one white particle floating inside. The particle is hard to the touch and is approximately 1888.32 microns long by 1039.04 microns wide. The particle will be sent to the lab for analysis. Further investigation is underway.

Event description:
A user facility in (B)(6) reports that at the beginning of the phacoemulsification step during a cataract surgery, water pressure decreased, and a white plastic particle passed into the irrigation sleeve and then was projected into the patient¿s eye. The surgeon removed the particle as patient¿s eye was cleaned. As the particle was removed, there was no clinical consequences or additional medical interventions reported as a result of this event.